Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 1 month. The explanted device was returned for evaluation. The report of suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, a loosely seated deposition was present in the distal-side of the outlet stator. The deposition was not adhered the stator blades, lacked denaturing and lacked lamination. Although its origins and a duration in which it was present in the pump could not be conclusively determined, the deposition did not appear to have originated in this location. Examination of the remaining blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted (B)(6) 2015 for decompensating heart failure. The patient was on standard decompensated heart failure management with inotropes. Upon admission, the patient's international normalized ratio (inr) was 2.6 with the inr goal of 2 to 3. Following a heart catheterization, it was determined the left ventricle was not being adequately unloaded by the pump, despite increasing the pump speed. The patient did not exhibit other clinical symptoms, such as elevation in lactate dehydrogenase levels or hemolysis; however the physicians suspected thrombus in the pump and opted for the patient to undergo a pump exchange. On (B)(6) 2015, the patient received a pump exchange. The existing inflow graft and outflow cannula were left in place. On (B)(6) 2015, the patient was still intubated with plans to extubate later in the afternoon. The patient was taken to interventional radiology for dialysis line placement. The patient's vital signs and pump parameters were currently within the normal range.